Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer. The reporter stated that he had a friend with a catheter that broke. No additional information was provided. Further follow-up was conducted with the reporter and he stated on (B)(6) 2015 that he would follow-up with his friend to make sure that she was okay with him providing her name. If additional information is received, a follow-up report will be sent.